Event description:
On (B)(6) 2022, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service her catheter was removed due to peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the hospital on (B)(6) 2022 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient has progressing dementia causing her to skip handwashing and not wear all personal protective equipment during pd treatments. The patient was prescribed one-time doses of intraperitoneal (ip) cefepime at 2000 mg and ip vancomycin at 2000 mg. Follow on antibiotics prescribed during this hospitalization were not reported. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) therapy. The patient was transitioned to hd for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.